Event description:
As part of a legal discovery activity, on (B)(4) 2015, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci hysterectomy procedure. Isi was provided with a copy of the hospital's risk occurrence report from the hospital's risk management department. The risk occurrence report indicated that post-op from the da vinci surgical procedure, the patient was taken back into surgery to undergo a ureter stent placement and ureter repair procedure. No additional information regarding the reported event was provided.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of the ureter injury sustained by the patient. Isi has made several attempts to obtain additional information concerning the reported event; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. The site's system logs were reviewed and no da vinci surgical procedures were found to have been logged or performed on may 19, 2013. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, the patient sustained a ureter injury, requiring the patient to undergo an additional surgical procedure to repair the defect. However, the cause of the ureter injury is unknown.